Event description:
The customer reported fluid leaked around the sides of maxzero® that was connected to the peripheral scalp IV. Upon inspection, peripheral scalp IV had infiltrated. No patient harm reported. The customer provided feedback of ¿the maxzero® cracking if over tightened.¿

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.